Manufacturer narrative:
(B)(4). It is unknown which tibial component loosened from the list of implants in concomitant products. It could be one of the following: nexgen stemmed precoat tibial component size 5 item #: 00598004701 lot #: 60935322, manufacture date: 31 mar. 2008; sterile expiration date: 30 mar. 2013, nexgen stemmed precoat tibial component size 4 item #: 00598003702 lot #: 60931596, manufacture date: 04 apr. 2008; sterile expiration date: 03 apr. 2013. Concomitant medical products: 00598800300, nexgen a/p wedged tibial plate, 63845730, 00599401592, lcck nexgen femoral, 63484661, 00597206535, nexgen all poly patella, 60973381, 00595204012, prolong cr-flex nxgn art surf, 60960332, 00595001502, precoat cr-flex nexgen femoral, 60870409, 00595203012, prolong cr-flex nxgn art surf, 60967427, 3020830401-3, refobacin plus bone cem 40 -3, a713bj0208, 4152, optivac l, 0001206347. Implant date: 2008. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Hospital discarded as biohazard.

Event description:
It was reported that a patient underwent an initial bilateral knee procedure. Subsequently, the patient was revised due to right tibial loosening. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device is not at cause for the event.